Event description:
Patient received implants with four plugs in 2005. The patient had additional surgery in 2006. It was reported that the plug had no consistency, was soft and rough. The patient had swelling and pain. A graft was implanted in the right ankle and significant wear was noted on the tibia.

Manufacturer narrative:
Device was returned to manufacturer. The sample was not preserved, therefore it deteriorated before it was received by the manufacturer. No conclusion can be drawn at this time. As part of our risk management process a retrospective review of trufit plug complaints which was prior to smith-nephew integration has been conducted. As a result, this complaint has been determined to be reportable.